Event description:
A retrospective review of the file was performed on sep. 19, 2006. The initial assessment did not determine the event details to be reportable. During the review, the determination was made that the event meets the reporting requirements of a device malfunction. Cross connector torque wrench broke while rotating. Distal tip of driver welded into cross connector. Unable to reimplant a new cross connector. Construct not as stable. Pt outcome: stable.

Manufacturer narrative:
Add'l lot # 51690.